Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of he bd vacutainer® lh pst¿ ii plus blood collection tubes there was insufficient gel in tubes. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. Evaluation of the customer samples was conducted and a lack of heparin additive was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, all tubes were found to contain additive. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Based on the evaluation of the customer samples, a lack of heparin additive was observed. Additionally, evaluation of the retain samples was conducted and all tubes contained additive. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. A CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified.

Event description:
It was reported that after use of he bd vacutainer lh pst ii plus blood collection tubes there was insufficient gel in tubes. There was no report of exposure, injury, or medical intervention.